Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump screen became frozen on the "low bg reminder" and the customer was unable to clear the notification. During troubleshooting with tandem technical support, the notification was able to be cleared. The customer stated that blood glucose (bg) levels were not impacted and did not have a low bg reading. In addition, it was reported that the wake button has been intermittently unresponsive. Troubleshooting with tandem technical support was performed and the wake button appeared to be functioning as intended at the time of the call. There was no impact to the customer's blood glucose level.